Event description:
Case was in session. A loud bang was heard. Tee screen was blank. The probe could not be removed from the patient at the time; it was removed at the end of the case without harm to the patient.